Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient expired. The patient's cause of death was not reported to the manufacturer and no additional information regarding the event was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.